Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found that the uninterruptible power supply batteries required replacement. After replacing the ups the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic investigation of the suspect ups was unable to confirm the reported event. The original suspect batteries were not returned with the ups. The ups passes the 5 min load test with failure analysis batteries installed and new batteries with times of 6 min 32 sec and 6 min 34 sec. Ups passes 5 min load test this event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system powers off while booting. The site reported the system unexpectedly shut down right after retrieving the patient list. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.